Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference manufacturer contacted customer on (B)(6) 2016 and (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer's symptoms have improved and did not have any medical intervention since last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 145-150mg/dl. The customer reported symptom of feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 337 and 347mg/dl. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is approximately one week. The product is stored according to specification. The meter memory was reviewed for previous test result history: (B)(6). Customer test 2 times a day is taking insulin.